Event description:
Customer reported her insulin pump was scratched on the lcd screen. She also reported her insulin pump was discolored on the lcd screen. The customer reported having high blood glucose for the past two days. She stated she would reach a high in the 300s and 400s mg/dl. She stated the only thing that would lower her blood glucose was manual injections. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No discoloration or display anomalies were noted. The insulin pump rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners and a scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.